Event description:
Customer reported that while physician was administering contrast to an (B)(6) patient, the plunger of the syringe jammed squirting contrast into his eyes from the back end of the syringe. It was reported that the syringe did not appear to have cracked. Doctor went to ER.